Event description:
The tulip filter was placed in the patient in 2002. Upon retrieval of the tulip filter, a small "ring" was noticed by the physician. The small "ring" of material was encircling the hook on the apex of the filter. Retrieval was performed using a 10 fr. Flexor sheath and a 15mm snare from another manufacturer. No other intervention was required.